Event description:
The customer reported a constant tone, blank display and condensation underneath the screen after going into the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 250 mg/dl and 99 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.